Manufacturer narrative:
E1 initial reporter facility name : (B)(6). The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Impedance testing showed an electrical open at the distal end of the catheter, 0-10cm from the distal housing. Microscopic inspection revealed the guidewire exit port and distal tip were in good condition, but there was a perforation in the imaging window section near the tip and liquid was coming through the perforation.

Event description:
Reportable based on device analysis on 09 aug 2024. It was reported that catheter issue occurred. The 96% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the device could not show an image. And when it was removed, liquid was splashing from the side hole on the tip. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window section near the tip was perforated.